Event description:
Provider was injecting gel-one into the patient right knee, initiated injection and the fluid exploded out of the syringe where the needle is twisted onto the syringe. It was then removed and disposed of properly and a new injection was drawn up.